Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the patient¿s reported infection, and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not be conclusively established. (B)(6) was returned assembled with the pump cable intact. The distal portion of the pump cable (including the inline connector) was returned in one segment. The modular cable was returned attached to the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed a decrease in pump flow consistent with the patient¿s explant procedure. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental finding: review of the extracted lvad event log files revealed a pump reset on (B)(6) 2025, and on (B)(6) 2025. A specific cause for these events could not be conclusively determined through this evaluation, as the corresponding controller event log files are not available. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), sepsis, and death that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 6 of the IFU, and section 4 of the patient handbook instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, " provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap". Section 4 of the patient handbook, ¿living with the heartmate iii¿, also contains information regarding how to clean and care for the driveline. This section instructs the user to wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient has shortness of breath, hypotension, and a urine culture positive for e. Coli. The source of the infection was bacteremia. The patient expired due to sepsis leading to cardiac arrest. The death was not device related, and the device operated as expected. The pump was explanted and would return.